Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient had an existing tracheostomy tube that was requiring very high cuff pressures to seal. The same tube was obtained to replace the tracheostomy tube. When the pilot balloon was inflated to check the function, it was noted that the balloon did not inflate equally, one side was significantly more filled with air than the other. Decision not to place this tube in the patient. The original intended procedure was tracheostomy tube change. The tracheostomy in the patient seems to require very high pressures to seal. It is the same size and brand of trach, but we do not have its original lot number or information. The defective item was never placed in the patient. The event occurred at the hospital in the patient's room. The outcome of the event was that the patient had an existing problematic cuff on their trach (required high pressures) that was repositioned and left in at the time. There was patient involvement, and no patient harm/adverse event reported.